Event description:
Surgeon reported cuts are way off and reference sensor is not giving any errors or indications.

Manufacturer narrative:
The reference sensor was returned to orthalign for evaluation, but the navigation unit was unable to be returned. The investigation has been completed by an orthalign engineer. The behavior was not reproducable and the root cause was unable to be determined. The reference sensor passed all testing and no device defect was found. Orthalign will continue to monitor the complaint data and take action if necessary. No further action is required at this time.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
"Surgeon" is reporting cuts are way off and reference sensor is not giving any errors ir indications. No report of injury to patient.